Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. G5: the 510k is not applicable due to the device is not a medical device. The intellibridge enterprise is a philips interoperability solution that provides a single, standardized point of connection between clinical systems and enterprise information systems, streamlining data exchange and reducing complexity in healthcare environments.

Event description:
Philips received a complaint on an intellibridge enterprise (ibe) system indicating that the wrong patient was in obx ftr converter (thick client) causing a mismatch of patient data in hl7 segments specifically between the pid and the converted obx segments. The patient had an unnecessary heat catch based on that incorrect information.